Event description:
Boston scientific received information that during a recent interrogation, the boston scientific sales representative (sr) noted that there was a check lead status message displayed. The patient had a recent ventricular episode that was treated with anti-tachycardia pacing (atp) then escalated into the ventricular fibrillation (vf) zone and a shock was given. The sr was questioning the check lead message and its possible correlation to the episode. Boston scientific technical services (ts) was consulted and suggested that this could be for either high or low out of range impedances, and without the patient there to check, it was impossible to tell which measurement it was for. Ts suggested at the next check, they should test the leads make sure there is no noise present and for now, continue to monitor the lead. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.